Event description:
Pt was undergoing ercp with sphincterotomy. A .035 boston scientific jagwire was used. The distal soft end broke off in the pancreatic duct. The wire could not be retrieved and the pt tolerated the procedure. The pt was discharged to home the following day without any sequela.